Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two osseotite® tapered certain® implants 4 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned product identified significant signs of damage and fracturing at the implant collar and threads. Device history record (DHR) review was completed for the subject lot numbers (996195 & 2011101965). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (996195 & 2011101965) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth sites #36 fractured at neck portion and was removed. The implant was removed using a trephine.